Event description:
The duett sealing device was deployed following a catheterization (via 5f sheath, right common femoral artery). Deployment reported as uneventful. Signs and symptoms of arterial occlusion appeared approximately 20 min post-deployment. An angiogram confirmed the occlusion, and the pt underwent a surgical thrombectomy and anticoagulation therapy. The pt was later returned to surgery following repeated symptoms arterial occlusion, but no further occlusion was found. The event was resolved with no further complications to the pt, and the pt was discharged to home 2 days after event date.